Event description:
It was reported to hill-rom that after completing a lift the mast detached when the caregiver pulled the lift backwards out of the pt's room. The pt suffered a bruised toe and the caregiver a sore back. MFR # 8030916-2014-00011.